Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that before surgery the saline container was filled and probably the fms vue pump got water in the sensor. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR , device manufacture date- a manufacturing record evaluation was performed for the finished device [h38a22100] number, and no non-conformances were identified. The complaint device was received at the service center and evaluated. It was reported that the saline container was filled and probably got water in the sensor. Per service manual operational and diagnostic, the reported failure was confirmed. A manufacturing record evaluation was performed for the finished device h38a22100 number, and no non-conformances were identified. During evaluation, a failure was identified on the internal pneumatic system, and it was repaired. A defective cpu board was replaced and the unit was re-calibrated. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as malfunctioning on pneumatic system. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received at the service center and evaluated. It was reported that the saline container was filled and probably got water in the sensor. Per service manual operational and diagnostic, the reported failure was confirmed. A manufacturing record evaluation was performed for the finished device h38a22100 number, and no non-conformances were identified. During evaluation, a failure was identified on the internal pneumatic system, and it was repaired. A defective cpu board was replaced and the unit was re-calibrated. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as malfunctioning on pneumatic system.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history a manufacturing record evaluation was performed for the finished device [h38a22100] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.